Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. The original report was for a broken poly liner; however, additional information received clarified that the device broken was a taper adapter trial instead. The initial report should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the taper adapter trial broke during the case. No broken pieces were retained and no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 115395; lot# 67417931, item# 180551; lot# 67420762, item# 180552; lot# 67421567, item# 115313; lot# j7963686, item# 405889; lot# 67550652, item# 405800; lot# 67586639, item# 180550; lot# 67420201, item# 010000589; lot# 67415411, item# 00434901013; lot# 67243580, item# 00434903603; lot# 67207075. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the poly liner broke during the case. No broken pieces were retained and no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.